Manufacturer narrative:
Citation: yuhei goriki., et al.. Cardiovascular intervention and therapeutics. Acute myocardial infarction due to bioprosthetic valve throm 40:436¿437 2025. 10.1007/s12928-024-01052-y earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a patient who underwent surgical aortic valve replacement (savr) with a medtronic 19mm avalus biop rosthetic valve. It was reported that 18 months later, the patient called emergency services for sudden chest pain and experienced cardiogenic shock upon ambulance arrival. An electrocardiogram performed showed st-segment elevation, and an echocardiogram revealed broad wall-motion abnormalities from the anterior wall to lateral, suggesting acute myocardial infarction (ami) in the left main trunk (lmt) or proximal left anterior descending (lad). An emergency catheterization found no occlusion in the lmt or lad but did in the side branch of the left circumflex artery. It was stated that an intravascular ultrasound performed indicated presence of suspected thrombus that had narrowed the lmt. It was reported that 5 days later, a cardiac computed tomography performed revealed a thrombus from the aortic valve leaflet to the coronary artery ostium. The patient was treated with thrombus aspiration, balloon angioplasty and oral antithrombotic therapy. No further information was provided pertaining to medtronic products.